Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak following peritoneal dialysis therapy. The patient was at the end of treatment screen when they attempted to remove their cassette and discovered fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Upon follow up with the peritoneal dialysis registered nurse, it was verified that the patient did not develop any symptoms or require medical intervention following the event. The patient used manual supplies to continue with peritoneal dialysis therapy while their cycler was unavailable. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. The cassette used at the time of the incident had been discarded. Additional information was requested but was unavailable.